Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicated that the product was processed and released according to the product¿s acceptance criteria. Based on the provided documents, no clinical evaluation in regards to the centering of the treatment could be made. Pre and post-operative topographies were required. Information about technical site visit could not be reviewed since the exact procedure date of the impacted patients was unknown. Clarification also about impacted patients has not been received. This complaint file was a general record created for in some cases statement. The root cause could not be determined conclusively without additional information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported ablations seem to be slightly decentered in some cases. There are multiple related reports for this facility. This report addresses some general cases and other manufacturer reports will be filed for specific patients.